Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. The reporter states a new fms signal was inserted. No injury to the pt was reported. An investigation requested was sent to MFR's on december 24, 2013. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. A return sample for eval is not expected.

Event description:
A territory manager visited a nurse that reported she experienced leakage with the product at the inflation port. The pt was admitted for sepsis on (B)(6) and the fms was inserted on that day. The nurse inserted a syringe at the inflation without any success. After several attempts with adjusting the syringe she was unable to extract any fluid and proceeded to cut the tubing and remove the device.